Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose level at the time of the event was over 600 mg/dl. Customer had an infection. Diagnosed diabetes ketoacidosis. Customer was admitted to ICU for two days. Nothing further reported.

Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected off no power, low battery alarm or blank display noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion and no delivery tests. The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump had scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.